Manufacturer narrative:
The investigation determined that a non-repeatable, falsely elevated, vitros ipth result was obtained from two different levels of non-vitros biorad controls, processed on a vitros 5600 integrated system. The assignable cause of the event could not be determined. An issue related to the quality control fluid could not be ruled out as a contributing factor. There was no indication the instrument or reagent malfunctioned. With the exception of the affected results, historical quality control results were acceptable, and a vitros tsh within-run precision test indicated the instrument was performing as intended. A definitive root cause for the event could not be determined.

Event description:
The customer obtained higher than expected, non-reproducible vitros ipth results from two different levels of non-vitros biorad controls, processed on a vitros 5600 integrated system. Level 2 control results of 254.2 and 257.3 pg/ml vs. The expected result of 192 pg/ml. Level 3 control results of 851.5, 816.7 and 840.1 pg/ml vs. The expected result of 623 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were involved. (B)(4).